Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. It was confirmed the device could not be interrogated and no tones could be elicited from it. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage was measured at 0 volts due to the battery fuse having been activated. Detailed analysis found an internal component, involved with charging, had shorted. This short resulted in the activation of the battery fuse and the reported clinical observations.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) with the chronic electrode, following delivery of a 10 joule shock, the local field representative exited the testing screen on the programmer. A yellow screen was then observed on the programmer and the device was unable to be re-interrogated. Two different programmers were used with the same result. A magnet was then placed over this device and no beeping was heard. A 60/60 magnet device reset was performed, however, no beeping was heard and the device was still unable to be interrogated. Technical services (ts) discussed the option of performing another magnet reset as well as the option of using another device. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) with the chronic electrode, following delivery of a 10 joule shock, the local field representative exited the testing screen on the programmer. A yellow screen was then observed on the programmer and the device was unable to be re-interrogated. Two different programmers were used with the same result. A magnet was then placed over this device and no beeping was heard. A 60/60 magnet device reset was performed, however, no beeping was heard and the device was still unable to be interrogated. Technical services (ts) discussed the option of performing another magnet reset as well as the option of using another device. This device was attempted, but not implanted. Another device was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.